Event description:
The system 6 sagittal saw was sent for svc and during testing at the MFR it was noted that the handpiece ran in the wrong mode. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the magnet adhesive failure caused the magnet to fall out and rest next to the ebox.